Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation as it was discarded. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The lenses were released according to specifications. The in-line optical inspection data shows the lens was within power specification and met specified cosmetic requirements. A search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A physician implanted a model zct225 21.5 diopter intraocular lens (iol) on (B)(6) 2016 into the left eye of a female patient however was not happy with the result post implant. The physician explanted the lens and replaced it with a different model iol (zct400) of the same diopter on (B)(6) 2016. There was no incision enlargement, no vitrectomy and no sutures required. There was no post-op patient injury. The explanted lens was noted as discarded.